Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was invited to call back when ready for troubleshooting so that pump reset could be completed, and no further information was available regarding additional actions or final outcome.